Event description:
The device was returned and analyzed by the manufacturer and subsequently tested out of specification. No patient complications have been reported as a result of this event. Follow up revealed the device was functioning at explant.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) preliminary testing revealed no output and no telemetry. Further testing showed the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
The device was returned and analyzed by the manufacturer and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary preliminary testing revealed no output and no telemetry. Further testing showed the no output and no telemetry conditions were the result of lifted hybrid bond wires.